Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5114946) alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged burning sinus, degradation of eye sight, extreme headache and, sleepiness. There was no report of patient harm or injury. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5114946) alleging an issue related to a (CPAP/bipap) device's sound abatement foam. The patient has alleged burning sinus, degradation of eyesight, extreme headache and sleepiness. There was no report of patient harm or injury. There was no report of serious or permanent patient harm or injury. After the third attempt to have the device and components evaluated, the customer responded that the device I got replacement 3 days ago. I will not return the device. I cannot provide you more information. But it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h was updated in this report.